Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01747 (submitted to the FDA via catsweb). This additional regulatory report decision (arrd) has been created to submit additional information related to completion of the complaint investigation. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is .(B)(4) approximate age of device (age of device: 1 year, 2 months). Manufacture investigation conclusion: a specific cause for the reported event could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system, and no further issues related to this event have been reported. The heartmate 3 instruction for use (IFU) lists local, pump pocket, and driveline infections as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU as well as in the patient handbook. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced a large area of skin with hyperpigmentation at the driveline exit site. The skin became hyperpigmented shortly after lvad was placed. The patient often complains that it itches and scratches the skin often. Multiple partial thickness open lesions were observed. Tan purulent drainage noted coming from around drive line site. Hyperpigmented skin was slightly warmer than surrounding skin. There was concern for possible cellulitis or contact irritant dermatitis. The patient was given kenalog spray. No additional information was provided.